Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly audio/beep anomaly and watchdog timeout alarm. Customer's blood glucose at time of incident was unknown. Customer was unable to troubleshoot due to no new batteries and had to get new batteries. Customer will back with the new batteries.